Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenose target lesion was located in a shunt in the moderately tortuous and severely calcified left forearm vessel. A 4.0mmx20mmx40cm sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres; however, during the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with a different device. There were no patient complications nor injuries reported.